Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to (B)(4) medical for evaluation. Once (B)(4) medical received the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Event description:
Per email received (B)(6) 2014: customer reports; both locking dowels have broken off, such that the locking lever is no longer retained in the body of the instrument. The event occurred during a routine procedure. There were no reports of patient injury or adverse events. Customer indicated that the location of the missing components is unknown.

Manufacturer narrative:
Sample was returned for evaluation and the reported event was confirmed. The two locking dowels are missing and have failed at the weld. One of the edges around the locking dowel pin release is scratched as if it has been pried or struck. The seat where the latching mechanism resides is deformed and indented at the latch slot corners. If the sample was pried along the latch edge, this could crack the welds which would explain this type of failure. It is unknown how the reported event occurred. Device history records (dhrs) were reviewed and no discrepancies were found. No further investigation required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.